Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent 5f vascular stent. Reportedly, the stent broke off at the front. During the procedure, part of the piece was removed, and piece remained in the internal iliac artery. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent 5f vascular stent. Reportedly, the stent broke off at the front. During the procedure, part of the piece was removed, and the piece remained in the internal iliac artery. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition without stent that reportedly has been deployed inside patient. The inner catheter cardan tube is broken three times towards the distal end, and a short segment including one 1/4 ring is missing. Provided images confirm that the inner catheter cardan tube broke during the procedure and detached inside the patient, leading to a confirmed finding of break and detachment. An indication for manufacturing related cause could not be found. In this case the vessel was not particularly tortuous and calcified, the guidewire was running smoothly inside the system, and a sudden force increase potentially indicating entrapment was not felt. During deployment, the system was correctly held at the stability sheath and the user did not experience difficulty during deployment action. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube inside patient. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the IFU states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the IFU states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The IFU further states: 'visually confirm the delivery system integrity after removal.' Holding and handling of the system throughout deployment was found sufficiently described. E1, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.